Event description:
It was reported that a ventilator failure occurred during use. The device was replaced; no patient consequences have reportedly occurred.

Manufacturer narrative:
The log file analysis revealed that during the case in question the device detected an internal communication error onboard a pcb that controls the communication between user interface, gas mixer and ventilator. The workstation initiated an emergency shutdown of automatic ventilation and posted corresponding alarms. Monitoring and manual ventilation remain possible in this state. The general issue is known from earlier occurrences of the same phenomenon. Intensive evaluation of the provided information and testing of concerned materials did not result in any finding during these earlier investigations. The fact that the involved pcb is an universal controller pcb which is used in another functional unit of the entire device with the same hardware but without showing similar symptoms makes a design problem rather unlikely. A reasonable explanation would be emc disturbances beyond the immunity barriers of the workstation which is compliant to iec 60601-1-2. The particular pcb was replaced as a precautionary measure. The device was subject to an endurance run for 16 hours in different ventilation modes and did not exhibit further deviations. The number of similar cases, related to the same phenomenon, is within the expected range of the respective risk assessment and thus accepted.